Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no intermittent output (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test alert functionality and patient reported not all alerts were not functioning at the time of the call. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent audio output could not be confirmed. CAPA has been initiated for this issue.